Event description:
It was reported that the arctic sun device did not work properly. Per review of wo on 26feb2026, there was no patient involvement. Per follow up information received via mail on 26feb2026, device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Per sample evaluation results received via task on 14apr2026, it was reported that the device was not filling up due to circulation pump and mixing pump being weak or defective.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.